Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The location of the lesion is unk, however, is reported as 90% stenotic. The 15mm x 2.0mm maverick2 monorail balloon crossed the lesion without incident. When the physician attempted to inflate the balloon, it failed to inflate past 3 atms. Upon withdrawal, a pin hole rupture was noted on the tip of the balloon. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause for this complaint is determined to be operational context. The complaint is associated with a product that meets design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure, the performance was limited. A CAPA has been initiated to address this issue.